Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2021 of a report from (B)(6) hospital on a viewflex xtra ice device that experienced a tip fracture while the device was in use during a procedure. Innovative health received the device back on 17-mar-2021. The fracture on the tip was confirmed. Innovative health contacted the healthcare facility in two different occasions on (B)(6) 2021 and (B)(6) 2021 to obtain additional details about the incident. No additional details were provided. Patient was not injured.

Event description:
The catheter tip of viewflex xtra ice device reportedly broke in the patient during the case. No patient injury was reported.